Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was exhibiting high impedance. It could not be determined if this was a result of a connection issue with the cardiac resynchronization therapy defibrillator (crt-d). Lead performance is to be monitored by the physician. The lead and crt-d remain in use. No patient complications have been reported as a result of this event.